Event description:
The customer reported that the dash monitor allegedly failed to make the correct arrhythmia assessment. They reported that the monitor failed to alarm for asystole and instead alarmed for bradycardia and esv. Brady and pvc alarms are visual message alarms provided for info only with no audible tone. An asystole alarm is a crisis level alarm which include both audible and visual indicators. There was no pt death or injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.